Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was possible ventricular lead perforation. During the lead revision procedure, the lead did not easily turn to the septum side. The lead was explanted and replaced with a tined lead. No further patient complications have been reported as a result of this event.